Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01446. All information can be found under manufacturer report number 1416980-2025-01446. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set broke on an ¿unstable patient¿. During a levophed infusion at 60mcg/minute in the cardiac intensive care unit (cicu), the "IV clip broke off". The nurse attempted to take the tubing out of the novum iq large volume pump; however, the tubing would not come out ¿because the clip won't trigger the door release¿. Further action to this hemodynamically unstable patient was not provided. No further information was available at the time of this report.